Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 07jan2018 to assess the instrument test well images in question, which visually appeared positive. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument.

Event description:
On (B)(6) 2018, a customer reported an unexpectedly negative antibody screen on a galileo echo instrument, when tested on (B)(6) 2017.